Event description:
Caller reported that insulin gauge displayed a different amount than expected. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.